Manufacturer narrative:
(B)(4). Investigation analysis: an advanix rx bili preload db was returned for analysis. A visual evaluation of the returned device revealed that kinks were found in the guide catheter distal section, additionally, it was found the stent was damaged (torn and kink) and the stent suture hole and push catheter hole were found torn, however, the suture did not have any visual damaged. A functional test was performed and the pull wire/guide catheter was fully retracted and the stent was able to be deployed. Based on the product analysis, the issue occured during the procedure, inside the patient, additionally, it was reported that there was "common bile duct stenosis" during procedure, it is important to mention that this anatomical factor can cause resistance and/or friction during the deployment of the stent, the device may become difficult unable to be properly/smoothly advanced/handled and at the same time impacting the functionality of the device generating the observed guide catheter bent/kink, the continued attempts to retract the guide catheter or force applied to the device in order to release the stent in addition to the found bent/kinks can result in the found suture push hole and the stent suture hole torn, also, the found stent damaged (torn and kink). Therefore, 'adverse event related to patient condition' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent, severe resistance was noticed and the stent failed to deploy. Reportedly, the duct was dilated because of stones. Another advanix-naviflex stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; stent damaged.